Event description:
Plaintiff worked as a nurse and wore latex gloves. She states that she suffered from hives, hand sores, wheezing, runny eyes and nose, itching, redness and shaking. She feels these symptoms were caused by wearing latex gloves.